Manufacturer narrative:
The results of the investigation are inconclusive since the device was not returned for analysis. Based on the information received, the cause of the reported incident could not be conclusively determined.

Event description:
It was reported that the patient presented in clinic with a syncopal event and was symptomatic with bradycardia. Upon interrogation, it was noted that the right ventricular threshold was fluctuating. High capture threshold along with low pacing lead impedance and lead noise which was reproduced with the movement of left arm was observed on the right ventricular lead. The right ventricular lead was capped and replaced on (B)(6) 2018. The patient was stable post procedure.